Event description:
Philips received a complaint on the device efficia dfm100 indicating that defibrillator doesn't turn on after operation check. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information regarding cause and resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.